Manufacturer narrative:
Device evaluated by MFR: the complaint device was returned for analysis. The device was received in two sections due to a break in shaft and a complete balloon circumferential tear. The break in the shaft was located at 80mm distal to the proximal edge of the proximal transition zone in the balloon. Both sections of the shaft break were stretched and kinked at various locations. A complete balloon circumferential tear was located at 15mm distal to the proximal edge of the proximal transition zone in the balloon material. The distal section of the balloon tear was bunched out towards the tip. No other tears were noted in the balloon material. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture and balloon detachment occurred and catheter removal difficulty was encountered. The 90% stenosed target lesion was located in a shunt in the severely tortuous vessel of a forearm. A 7.0 x 40, 40cm balloon catheter was advanced for dilatation. However, upon inflation at 18 atmospheres, the balloon ruptured. Moreover, upon removal of the device, severe resistance was encountered and the balloon got detached in the middle. A vessel cutdown was performed to remove the detached balloon and the device was completely removed from the patient's body. No complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture and balloon detachment occurred and catheter removal difficulty was encountered. The 90% stenosed target lesion was located in a shunt in the severely tortuous vessel of a forearm. A 7.0 x 40, 40cm balloon catheter was advanced for dilatation. However, upon inflation at 18 atmospheres, the balloon ruptured. Moreover, upon removal of the device, severe resistance was encountered and the balloon got detached in the middle. A vessel cutdown was performed to remove the detached balloon and the device was completely removed from the patient's body. No complications were reported and the patient's status was good.